Event description:
According to the reporter: the devices tip fell off while inside the pt during a laparoscopic case. The tip was found and removed from the pt. The instrument was taken off the surgical field and the tip was placed in a sterile cup. Ref importer report #: (B)(4).

Manufacturer narrative:
(B)(4).